Event description:
It was reported, the pt ((B)(6)) was not receiving adequate stimulation. Surgical intervention was undertaken to address this issue. Functional testing of the extension revealed a product defect, and it was noted the lead could not be fully inserted into the device. As such, the pt¿s extension was replaced. No further issues have been reported.

Manufacturer narrative:
Eval: results ¿ as received the 3383 extension was visually examined under the microscope and broken wires were observed in the strain relief. This condition would explain the functional issue reported. As there was no breach of the outer tubing of the extension, the damage is consistent with an overstress condition the extension was subjected to during implant. As received the extension set screw was fully engaged and passed all functional tests. Multiple lab leads were fully inserted and secured the extension header. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.